Manufacturer narrative:
H.6. Investigation: bd japan received one used samples and 11 photos were sent in for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. The photos showed very little blood in the tube and the string like foreign matter that was attached to the side of the hemogard stopper. Additionally, the customer samples were evaluated by visual examination and draw testing and the issue of underfill was observed. When the hemogard cap and the rubber stopper were disassembled and observed, it was confirmed that a string-like foreign substance adhered to the part of the rubber stopper to be inserted into the blood collection tube. Additionally, 10 retention samples from bd inventory, were evaluated by draw testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd determined that the root cause of the indicated failure mode was attributed to string like foreign matter adhered to the stopper. Foreign substance may have hindered the adhesion between the tube and the rubber stopper and caused poor drawing.

Event description:
It was reported when using the bd vacutainer® edta 2k there was under-fill or low draw of a tube with blood and foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: the "tube didn't draw enough volume of blood during blood collection." Additional information received: bdj received an actual used sample and confirmed there was a little amount of blood in the tube. When the hemogard cap and the rubber stopper were disassembled and observed, it was confirmed that a string-like foreign substance adhered to the part of the rubber stopper to be inserted into the blood collection tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was under-fill or low draw of a tube with blood and foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: the "tube didn't draw enough volume of blood during blood collection." Additional information received: bdj received an actual used sample and confirmed there was a little amount of blood in the tube. When the hemogard cap and the rubber stopper were disassembled and observed, it was confirmed that a string-like foreign substance adhered to the part of the rubber stopper to be inserted into the blood collection tube.